Event description:
It was reported that customer had a button and keypad anomaly on the insulin pump. The customer's blood glucose level was 47 mg/dl. The customer was treated with juice. The customer states that the issues with the keypad is numbers ramping. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider.

Manufacturer narrative:
Findings: unit received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip, belt clip slot and battery tube threads. Unit received with minor scratches on display window.